Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips appeared not to close completely. The doctor ws provided a hand out of tips on how to close the device. He feels like he didn¿t apply any torquing and the clips still didn¿t close. It is unknown how the case was completed. There were no patient consequences reported.